Event description:
The customer reported that the device failed to discharge via internal paddles during use, which could prevent the delivery of therapy. The biomed evaluated the device, and internal paddles with no trouble found.

Manufacturer narrative:
The customer reported that the device failed to discharge via internal paddles during use which could prevent the delivery of therapy. The biomed evaluated the device and internal paddles with no trouble found. On 04/09/2009, the device and internal paddles were evaluated by a philips fse. The symptom could not be duplicated. The device and paddles passed all testing, no related errors in the system log. There is no information that supports a malfunction occurred. We are considering this consistent with a user error regarding acquisition of ECG via internal paddles, and no malfunction of the device.